Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed as the lot number is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01758. 0001825034 - 2020 - 01759.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed by review of medical records noting that the patient developed pain and elevated metal ion levels. Osteolytic cyst was debrided and filled with cancellous bone graft. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
D11: us157860 ¿ m2a magnum cup -756870; 139272 _ m2a magnum taper ¿ 561850; 157454 ¿ m2a magnum head ¿ 803060; 192112 ¿ echo stem - 271930. An updated investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that patient underwent a left hip revision approximately 7 years post implantation due to pain, elevated metal ion levels, osteolysis, and cyst. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.